Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead failed to capture and failed to sense. The lead was not used and replaced during procedure. The patient was stable.